Event description:
It was reported that, upon interrogation during the initial implant procedure, the ilr (implantable loop recorder) had sensing issues of noise. The device was repositioned at least twice. This did not resolve the problem. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).